Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the tip of the compact air drive device motor had seized, jammed and was moving heavy. It was also observed that the motor pinholes in housing were blocked and the cover sleeve was knocked out. It was further determined that the device failed the following pre-tests: check status of development, check for air leak, check function of soft mode switch (safety system), check triggers for forward/reverse mode and check the power with test bench: min. 110 to 160 w failed in pre-test. It was reported in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.